Event description:
Procedure type: unknown. Patient details: unknown. According to the reporter: an anastomatic bowel leakage was observed during a re-operation after a change in the patients condition. The patient expired, because of severe complications. To date, no further procedure and patient details have been provided.